Event description:
It was reported that during an implant attempt, the physician was not able to screw the helix securely. The helix would not extend or retract. A new lead was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.